Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed accuracy volume tests. The device was tested for flow accuracy and passed. The event date was not provided however a review of the event history log during the last days of customer use show no abnormalities that might cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed accuracy volume tests in the biomedical service department. There was no patient involvement. No additional information is available.